Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01apr2026 has been used as a placeholder. D1 - brand name: oncology kit w/12" ext set, spiros® w/red cap, clamp, graduated adapter; chemoclave® vented vial spike, 20mm; chemoclave® vented vial spike, 13mm; spiros® w/red cap the device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding an oncology kit with12 ext set, spiros with red cap, clamp, graduated adapter; chemoclave vented vial spike, 20mm; chemoclave vented vial spike, 13mm; spiros with red cap in which it was reported that on unspecified dates multiple infusion sets from the kit broke resulting in no flow. During infusion, the medication did not deliver properly, as the plunger became stuck in the down position and would not disengage, preventing further use or reattempt. Multiple similar incidents have been identified, and these failures appear to be associated with the same lot number. All patient treatments were ultimately completed; however, in several instances, it was necessary to switch to a different gravity kit or transition to a push kit due to device malfunction. The therapy administered was bacillus calmette-guérin (bcg) treatment, manufactured by merck sharp & dohme. There were a patient involvement and no harm reported.